Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that system startup failed. Upon troubleshooting, fse found the device was crashed and restarted it, but the issue persisted. To resolve the issue, fse reloaded the ghost backup, and the system was returned to good working condition. The codes were updated based on the investigation outcome.